Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The customer initially sought part number for cpu with v2.30 sw. The customer reported he swapped the pm board with another v60. They are both working fine. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an (1104) error code, backup alarm test failed. The device was in use when the reported issue occurred. However, there was no patient harm reported.